Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture greater than 2 seconds of asystole. This rv lead was surgically abandoned and replaced with no issue. Additional information indicated that the cause of loss of capture was not conclusively determined. The physician assumed that there must be an insulation problem; however, the impedance measurement was fine. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.